Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during patient infusion. The reporter stated that there was a delay in the therapy time of 46 hours. The device had been filled with 5-fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from july 23, 2019 - july 24, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Due to the nature of the reported issue, the reported event could not be objectively verified via photograph inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.